Manufacturer narrative:
Upon follow up, the customer reverted to using a non-tandem pump for insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl and the ketone level was large. The cause was not known. Insulin injections were administered to address high bg. A pump system check was performed and no device issue was identified. The customer declined to remove the infusion set site at the time of the report. Tandem technical support advised the customer to discuss the event with a healthcare provider.